Event description:
On (B)(6) 2014 during a manual download of the device logs, an increased intra-peritoneal volume (iipv) event was identified in patient event log that occurred on (B)(6) 2014 at 08:12 with a drain volume of 3203ml during cycle five. The largest prescribed fill volume was 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.